Event description:
The customer reported lines through the monitor and monitor is flickering. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera, fluoro functions board, generator interface board, ps1 and ps2 power supplies, the camera, and reloaded software. System operates as intended. (B)(4).